Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error. The customer stated that the up button was unresponsive. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.